Event description:
Nurse performed a venipuncture, shielded the product and laid it in the tray. When the nurse completed other chores and picked up these products, a needle was exposed and nurse was stuck.